Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was black with a faint grey bar at the bottom of the display. Reportedly, the display was frozen and unable to be cleared. The customer's blood glucose was 151 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.